Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) had triggered for the right ventricular (rv) lead due to elevated sensing integrity counter (sic) and high rate non-sustained episodes. Additionally, a rv bipolar lead impedance alert was triggered due to high and undefined pacing impedance and a rv lead noise warning was triggered due to noise on the lead. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.